Manufacturer narrative:
Results: the returned catrx was ovalized at approximately 37.0 cm and 140.0 cm from the hub. The catrx distal tip and the marker band were ovalized. The distal tip of the guidewire lumen was damaged. Conclusions: evaluation of the returned catrx revealed that the distal tip of the catheter was ovalized and the guidewire lumen distal tip was damaged. If the device is forcefully advanced against resistance, damages such as these may occur. These damages may have contributed to the reported difficulty advancing. During functional testing, the returned catrx was able to advance over a demonstration guidewire and through a demonstration benchmark without an issue. The root cause of the initial resistance could not be determined. The guidewire used in the procedure was not returned for evaluation. Further investigation of the returned device revealed an additional ovalization. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system cat rx kit. During the procedure, while attempting to advance an indigo system catrx aspiration catheter (catrx) over a guidewire, the physician experienced resistance and the catrx would not advance; therefore, it was removed. The procedure was completed using a new catrx and the same guidewire. There was no report of an adverse effect to the patient.